Event description:
It was reported that the recanalization catheter got stuck within the angled support sheath during advancement to the treatment site in the sfa. Both the catheter and angled support sheath were retracted as a single unit without issue. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A complete mfg review could not be conducted as the lot number is unk. The device was returned. The complaint investigation is confirmed for the crosser catheter failing to advance and retract through the usher support catheter. The investigation is also confirmed for the marker band becoming dislodged over the distal metal tip. Per the complaint comments, the crosser was activated for longer than 5 minutes before the user removed the crosser catheter and straight usher support catheter and then attempted to reinsert the crosser catheter through an angled usher support catheter. Pr the instructions for use (IFU), if is not recommended to exceed 5 minutes of activation time as crosser catheter malfunction may occur. The marker band on the returned device was dislodged from its original location and stuck on the distal metal tip, causing the crosser to become stuck in the distal end of the angled usher support catheter. It is possible that the activation time contributed to dislodgement of the marker band. It is also possible that the retraction through the straight usher support catheter contributed to the marker band dislodgement. The definitive root cause for this event could not be identified.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.